Manufacturer narrative:
(B)(4). This complaint for connection issue complaint is confirmed due to the use error-incomplete connection of the heater bag described by the home patient. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
A customer contacted baxter's technical service reporting that the heater bag was not connected properly to the heater line and started to leak during dwell 1 of 4 on the home choice (hc). The technical service representative (tsr) informed the hp to end therapy and start over with new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(4) 2012, regarding the connection issue. Per the pdn, the home patient (hp) did not follow up with them regarding the connection issue. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a leak and not a connection issue. The leak was confirmed. The cause was determined to be use error-improper connection described by the home patient. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.